Manufacturer narrative:
Medtronic received the following information from the journal article entitled; infrarenal endovascular aneurysm repair with large device (34-36mm) diameter is associated with higher risk of proximal fixation failure. Graeme mcfarland, kenneth tran, whitt virgin-downey, michael d. Sgroi, venita chandra, matthew w. Mell, e. John harris, ronald l. Dalman and jason t. Lee eur j vasc endovasc surg 2018.02.054, doi:org/10.1016/j.jvs.2018.02.054. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent, endurant I and endurant ii sent graft systems were implanted into 500 patients for the infrarenal endovascular treatment for abdominal aortic aneurysm (aaa) on dates between 2000 to 2016. The following adverse event were observed: malfunction: type ia endoleak, stent graft migration. Si: reintervention, surgical conver sion, and death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: talent stent graft systems were implanted into 500 patients for the infrarenal endovascular treatment for abdominal aortic aneurysm (aaa) on dates between 2000 to 2016. The following adverse events were observed: death. If information is provided in the future, a supplemental report will be issued.